Event description:
The rn removing the pt's epidural catheter noted that the tip was black (as expected), but was lighter in color than normal. The rn also reported the tip appeared to be frayed, although subsequent inspection shows no fraying. The anesthesiologist evaluated the patient and the catheter at the bedside. No pt harm. Pt had good anesthesia for labor, delivery, and postpartum. Per anesthesiologist, no visual defects noted when inserting the epidural, and no difficulty placing the device. Per rn, no difficulties removing the device. X-ray confirmed no pieces of the device were retained in the pt. Staff did not retain the packaging from the device, but others in the department are arrow epidural catheterization kit 19 gauge. We have notified the manufacturer and are awaiting their return call. We plan to return the device to the manufacturer for their inspection/analysis.manufacturer response for epidural catheter, arrow epidural catheterization kit 19g: voice mail message left. We plan to return the product to the manufacturer for inspection/analysis.